Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the sheath exchanged occurred uneventfully but when he went to deploy the prosthesis there was nothing left in the device to anchor with. It was reported that the entire suture and plug had remained within the patient. Manual pressure was applied and no complications were noted. Additional information was received on september 4, 2017. There was no suture to tamper with and the lab assumed part of it had remained in the patient. There was no increased blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes and completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.